Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 100 units, and displayed 27 units. Additionally, the customer reported receiving an occlusion alarm during bolus delivery. The customer cleared the occlusion alarm and completed the bolus delivery. As the occlusion alarm occurred prior to calling tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. The customer's blood glucose level was 117 mg/dl.